Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-8- failure to follow instructions. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Customer initially called stating meter was not turning on. During troubleshooting, a back to back blood test was performed by the customer fasting and produced test results of lo and 121 mg/dl. The customer is concerned with the test result of lo. Customer had no other results in the meter's memory because this is the first time she is testing and therefore does not have an expected glucose range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date is (B)(6) 2018. Customer called in stating that the meter was not turning on, walked customer to performing a blood test, results was lo. Customer denies symptoms , of low blood sugar . Performed another test and meter read 121 mg/dl . Customer had no other results in the meter's memory because this is the first time she is testing. Customer does not have a normal range because she never tested her blood sugar before.